Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer's mother reported the low glucose alarm did not sound and customer experienced sweating and disorientation due to hypoglycemia requiring treatment of oral glucose by her mother, who is also a doctor. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer's mother reported the low glucose alarm did not sound and customer experienced sweating and disorientation due to hypoglycemia requiring treatment of oral glucose by her mother, who is also a doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The freestyle librelink compatibility guide contains smartphone compatibility information with the use of freestyle librelink and states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.